Event description:
A user facility registered nurse (rn) reported to fresenius that a hole formed in the tubing of the fresenius bloodlines approximately one hour after initiation of the patient¿s hemodialysis (hd) treatment on the fresenius 2008t machine. Additional information was provided during follow-up with the clinic manager (cm). The facility staff visually observed blood dripping from the blood pump segment of the fresenius bloodlines approximately one hour after treatment initiation. No machine alarms were received. No issues were encountered during prime or prior to that point of treatment. The patient¿s estimated blood loss (ebl) is approximately 150 ml. No serious injury or required medical intervention resulted from the reported issue. Treatment was restarted and successfully completed on a new machine with new supplies. The machine was pulled from service following the event. The cm stated the blood pump was replaced to resolve the reported issue. The cm believed the blood pump damaged the bloodlines and caused the hole to form. No sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius that a hole formed in the tubing of the fresenius bloodlines approximately one hour after initiation of the patient¿s hemodialysis (hd) treatment on the fresenius 2008t machine. Additional information was provided during follow-up with the clinic manager (cm). The facility staff visually observed blood dripping from the blood pump segment of the fresenius bloodlines approximately one hour after treatment initiation. No machine alarms were received. No issues were encountered during prime or prior to that point of treatment. The patient¿s estimated blood loss (ebl) is approximately 150 ml. No serious injury or required medical intervention resulted from the reported issue. Treatment was restarted and successfully completed on a new machine with new supplies. The machine was pulled from service following the event. The cm stated the blood pump was replaced to resolve the reported issue. The cm believed the blood pump damaged the bloodlines and caused the hole to form. No sample was reported to be available to be returned to the manufacturer for physical evaluation.